Event description:
Nurse called to report a hospitalization due to high blood glucose. The current blood glucose reading is 145 mg/dl. The blood glucose reading at the time of the event was 890 mg/dl. The customer was running high for a couple of days. Diagnosed diabetic ketoacidosis. Caller stated the customer has a silent heart attack. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.